Event description:
It was reported that during an lar procedure, the pin did not seat correctly. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results showed that the instrument was received in good visual conditions and with the original cartridge loaded in the instrument. The cartridge was received loaded with staplers, with the washer uncut and with the knife position recess below cartridge deck. In addition, the device was noted to have the release button damaged. The device was tested for functionality with the returned cartridge and it locked, fired, cut and formed all the staples as intended. The retaining pin function as intended. The device was disassembled to verify the condition of the internal components and the release button was noted to be broken. While no conclusion could be reached as to how the release button got broken, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.